Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 134 ohms. Technical services discussed on when the device would beep and the patient was not on latitude. This lead remains in service. The plan is to continue monitor. No additional adverse patient effects were reported.